Event description:
The customer reported that the day after a cesarean procedure, the pt was diagnosed with an area of redness and blisters on her left buttock. The pt return electrode was placed on the pt's left arm. The burn was treated by debridement and is healing with vaseline gauze. The pt was evaluated by a plastic surgeon who diagnosed grade iia burns on the pt's left buttock.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.